Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that the reaction began with itchiness, then bumps and blisters developed, as well as discharge that would interfere with sensor adhesion. The reaction was located on the right abdomen quadrant. Patient used cavilon skin barrier to help reduce the severity of the reaction. Reportedly, the sensor fell off due to the patient scratching the reaction. On (B)(6) 2018 the patient¿s mother spoke to the patient¿s endocrinologist about the issue. At the time of contact, it was indicated that the patient still had bumps and blisters. No additional event or patient information is available.